Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a worn red striped tubing from pinch valve vl15. The fse indicated that the tubing had a hole as it was rubbing on the bottom of the sample syringe assembly. The fse replaced the tubing at vl15 to resolve the leak. Failure mode is attributed to a hole in the red striped tubing from vl15. (B)(4).

Event description:
The customer reported a leak onto the coutertop from the right hand side of the coulter act diff analyzer. The customer indicated that approximately 8 ounces of fluid leaked and plt (platelets) failed on startup after a shutdown. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.